Manufacturer narrative:
B3: as the event date was not reported, the first day in the month of the aware date is provided.

Event description:
It was reported that burr detachment occurred. A 1.50mm rotapro and rotawire were selected for rotablation. During test period outside patient, rotapro burr got stuck on wire and got fractured. Procedure was completed successfully using new device. No patient complications reported.

Manufacturer narrative:
B3: as the event date was not reported, the first day in the month of the aware date is provided. Device evaluated by manufacturer: returned product consisted of a rotapro atherectomy system and a portion of the related rotawire used in the procedure which was returned within the device. Visual inspection of the device found that the sheath had numerous kinks and at 5cm proximal from the handshake connection, the sheath was kinked and worn, and the coil was bent. The coil was detached and the returned rotawire was frozen within the coil despite soaking the device for a period. There was restriction to coil movement due to sheath and coil damage present. The burr was found detached and was returned frozen on the rotawire due to annulus damage present to the burr. Microscope inspection of the device found that the sheath was worn at the most proximal end. Product analysis confirmed the reported events as the burr was detached, frozen on the wire, and the burr annulus was damaged.

Event description:
It was reported that burr detachment occurred. A 1.50mm rotapro and rotawire were selected for rotablation. During test period outside patient, rotapro burr got stuck on wire and got fractured. Procedure was completed successfully using new device. No patient complications reported.